Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that on the 26th of april, 2025, the xlung kit 230 was primed according to standard process. No air was visible in the pump head or the venous bubble trap of the oxygenator. On the 3rd of may, around 19:15 (local), there were audible clacking sounds from the pump head. The pump drive was exchanged but this did not resolve the issue, and the sound persisted. The pump head showed no visible defects on the outside. There was no patient involvement. The complaint sample was not available for product investigation.

Manufacturer narrative:
H3 non-conformity was not observed during the manufacturing process. No other complaints for this batch number follow the same failure pattern. The pump head was received for product evaluation. There was no gap between the inner housing and the rotor was rubbing on the inner housing during functional testing. It was found that the ball bearing in the rotor was damaged as the ceramic ball was sunk into the tip of the rotor. Circular scratch marks were visible on the base of the inner housing and scratching was visible on the base of the rotor. The tip of the rotor was deformed. The pump head was probably damaged during operation resulting in the described noise. Since the ball bearing is cooled by the liquid flow in the pump head, an accumulation of air in the pump head can lead to an interruption of the cooling and damage of the bearing.

Event description:
A user facility reported that on the (B)(6) 2025, the xlung kit 230 was primed according to standard process. No air was visible in the pump head or the venous bubble trap of the oxygenator. On the (B)(6), around 19:15 (local), there were audible clacking sounds from the pump head. The pump drive was exchanged but this did not resolve the issue, and the sound persisted. The pump head showed no visible defects on the outside. There was no patient involvement. Upon follow-up, it was reported that the complaint sample was available for product investigation as the pump head was retained from the kit.

Event description:
A user facility reported that on the (B)(6) 2025, the xlung kit 230 was primed according to standard process. No air was visible in the pump head or the venous bubble trap of the oxygenator. On the (B)(6), around 19:15 (local), there were audible clacking sounds from the pump head. The pump drive was exchanged but this did not resolve the issue, and the sound persisted. The pump head showed no visible defects on the outside. There was no patient involvement. Upon follow-up, it was reported that the complaint sample was available for product investigation as the pump head was retained from the kit.

Manufacturer narrative:
Additional information: b5, d9, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.